Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
Title: vaginal stump dissection developed after total laparoscopic hysterectomy: a report of two cases the report of two cases of tlh-associated vaginal stump dehiscence at the institution, highlighting the complications during early laparoscopic adoption. Case 1, laparotomy with intraperitoneal lavage and closure of the vaginal stump was performed. Case 2, laparoscopic surgery was performed. These two cases used monopolar device (probe plus ii ': ethicon and an ultrasonic coagulostomy device (harmonic ace: ethicon). Both ends of the stump were sutured in a z shape using no. 0 synthetic absorbable braid suture (baycuril: ethicon), and the space was closed with 1 layer continuous suture. Reported complications no. 0 synthetic absorbable braid suture (vicryl: ethicon) -case 1, who experienced dehiscence 131 days postoperatively. Treatment: the site was sutured with single ligation without using an adhesion inhibitor -case 2, who experienced dehiscence 161 days postoperatively. Treatment: the site was sutured with single ligation without using an adhesion inhibitor in conclusions: n/a.